Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was 120 mg/dl. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and motor error alarm during the basic occlusion test due to loose protruded drive support disk. No a33 alarm. Motor passed motor test. The insulin pump had minor scratched lcd window, cracked case the near the display window corners, broken belt clip slot and cracked reservoir tube lip.